Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that during extended self-test, the unit failed safety valve test. Customer reported there was no patient involvement.